Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported precision glucose readings issues when testing on the adc meter compared to an hcp meter and stated they were not able to treat themselves. The customer was provided unknown treatment by an hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Strips have not been returned. The dhrs (device history review) for the xido optium neo meter was reviewed and the dhrs showed the xido optium neo meter passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h4 (device mfg date) & h10 (additional mfg narrative) were incorrectly documented in follow-up report # 1. The correction has been made.

Event description:
A customer reported precision glucose readings issues when testing on the adc meter compared to an hcp meter and stated they were not able to treat themselves. The customer was provided unknown treatment by an hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported precision glucose readings issues when testing on the adc meter compared to an hcp meter and stated they were not able to treat themselves. The customer was provided unknown treatment by an hcp. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle neo meter xido optium. No trends were identified that would indicate any product related issues. Dhrs (device history record) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.upon extended investigation, it was determined that the reader serial number provided by the customer ((B)(4)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unknown.